Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient's right ventricular (rv) lead and atrial lead presented with oversensing noise. That led to accelerated tracking rates and missed ventricular pacing. Both leads were explanted in a procedure on (B)(6) 2023. Post-procedure, there were no patient consequences.